Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a nav-ring failure. There was no patient involvement.